Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device has a defective power switch on the device. There was no report of patient involvement.